Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing while the patient was sleeping. The patient was seen in-clinic, and noise reproduction maneuvers were performed during the consultation. Noise could be reproduced when bending down to reach the shoes, with slight trunk rotation, with mild abdominal compression, even while sitting still, with significant noise during pocket manipulation, minimal noise with electrode manipulation, when lying down, and when turning to the side. A new auto set-up was performed: all three vectors were acceptable, and the system recommended the secondary vector. The secondary vector was programmed. Repeat noise reproduction maneuvers were performed with no evidence of noise oversensing. The device was left programmed as described. The patient will continue to be monitored, and images from a chest x-ray were sent to technical services (ts) for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service. Additional information: ts reviewed available data, noting it appears non-physiological signals were present in the past and with the new electrode for this patient. As the situation can be easily reproduced in-clinic, the situation, per ts, is pointing towards a possible electrode fracture. As the shared x-ray is frontal view only (with no clear electrode discontinuity observed per ts), lateral view x-ray was recommended.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing while the patient was sleeping. The patient was seen in-clinic, and noise reproduction maneuvers were performed during the consultation. Noise could be reproduced when bending down to reach the shoes, with slight trunk rotation, with mild abdominal compression, even while sitting still, with significant noise during pocket manipulation, minimal noise with electrode manipulation, when lying down, and when turning to the side. A new auto set-up was performed: all three vectors were acceptable, and the system recommended the secondary vector. The secondary vector was programmed. Repeat noise reproduction maneuvers were performed with no evidence of noise oversensing. The device was left programmed as described. The patient will continue to be monitored, and images from a chest x-ray were sent to technical services (ts) for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.